Manufacturer narrative:
Additional information.

Event description:
Additional information received notes that the patient has been discharged.

Event description:
Related manufacturer reference number: 2017865-2021-32242. Related manufacturer reference number: 2017865-2021-32243. It was reported that the patient was presented with bleeding in the chest pocket a few days after the initial implant of the pacemaker, right atrial (ra) lead, and right ventricular (rv) lead. It was also noted that the ra lead exhibited poor perception. The physician stated that the patient may have been allergic to the pacemaker and leads so they opted to explant the entire system. The patient was recovering.